Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the patient reported that they were seeing a message that the internal device has lost all data and to contact the clinician. The patient had not been around any strong electromagnetic interference or medical procedures that could have led to the loss of data. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider(hcp) to further address the issue. On (B)(6) 2025 the patient called back to report they remembered having a cardioversion right before they started seeing the error message. Agent reviewed guidelines for compatibility of cardioversion with ins and how it can affect the system. Patient said they would still follow-up with managing hcp as was suggested when speaking with previous agent. Patient wanted to ensure this piece of information was noted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they didn¿t know why the internal device lost all data. They guessed that it might have been caused by the electric shocks from a cardioversion they received. Nothing had been done to resolve this issue. The device is totally non-operational. Manufacturer oab support referred them back to their doctor. The patient didn¿t know why. Their physician invited them to meet with the representative when that person was in town, but they were in the hospital and not able to do so. They didn¿t know what to do now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.